Event description:
It was reported that air bubbles or gaps were present in the system, specifically in the tandem mobi cartridge, and these were observed during the pumping process. There was no adverse impact to the customer's blood glucose level. The issue of large air bubbles was resolved, allowing the customer to resume insulin therapy, and the caller confirmed understanding of the resolution.